Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 828-083, 510k # k880215 was cleared in the united states. Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, cause of event cannot be determined.

Event description:
It was reported that patient underwent vcr at levels th10-iliac to treat kyphosis. On an unknown date post-op, rod breakage was found. Bone fusion has not been achieved. Patient complications were reported unknown. L5/s rod broke, so fixation was done at th10/il. Revision surgery was done on (B)(6) 2015. The broken rod was replaced, and three-rod fixation was done. No change in levels implanted. Union was achieved. The surgeon thinks the event might have not occurred if he hadn¿t performed plif at lower vertebrae.